Event description:
Customer reportedly obtained results of lo and 118mg/dl on the active sys within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect sys and replacement was sent.